Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. When they confirmed the residue in the body before closing the chest, they found a metal piece that seems to be a part of the om-10000 acrobat-I stabilizer and removed it from the body. Since there were no other residues, the chest was closed and surgery was completed. After checking the metal piece and the actual product, and comparing them with a new product, it seems that they have fallen from the recess on the opposite side of the lock lever. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. When they confirmed the residue in the body before closing the chest, they found a metal piece that seems to be a part of the om-10000 acrobat-I stabilizer and removed it from the body. Since there were no other residues, the chest was closed and surgery was completed. After checking the metal piece and the actual product, and comparing them with a new product, it seems that they have fallen from the recess on the opposite side of the lock lever. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on (B)(6)2020. An investigation was conducted on (B)(6)2020. Photographs were provided by the account. Photographic inspection shows a piece of metal detached from the bottom portion of the device. Signs of clinical use and no evidence of blood was observed. The device was observed to be intact. The device was compared to a reference device, with no visual defects were observed. The detached metal observed in the photographs was not returned for evaluation. Based on the returned condition of the device, the reported failure "break" is confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. When they confirmed the residue in the body before closing the chest, they found a metal piece that seems to be a part of the om-10000 acrobat-I stabilizer and removed it from the body. Since there were no other residues, the chest was closed and surgery was completed. After checking the metal piece and the actual product, and comparing them with a new product, it seems that they have fallen from the recess on the opposite side of the lock lever. The hospital did not report any patient effects.